Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert (lia). (Lia) rv lead integrity alert warning occurred for increased sic count and 2 or more vt-ns episodes less than 220 ms on (B)(6) 2015 sensing integrity counts went up to 105 (within 20 days) along with vt-ns episodes and evidence of oversensing (B)(6) 2015. (B)(4).

Event description:
It was reported that there was oversensing noise on the right ventricular (rv) lead. Lead integrity alert (lia) was triggered and fracture on the pace/sense portion of the lead. It was also noted the lead seemed to be twisted at implant site. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation was ruptured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.